Manufacturer narrative:
(B)(4). A maquet field service technician will evaluate the unit. According to the IFU (instructions for use) the reported error message [bat.err] is displayed if the battery charger detects an error. If the console is switched to battery operation an acoustic alarm is switched on. In addition the [bat.err] does not lead to a pump-stop and the unit can be continued to be used when working on ac power. Additional information was requested since it was reported that the unit was running on ac power and the alarm was still initiated. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that a [bat.err] error message was displayed during treatment and an acoustic alarm was noticed. The power source to the wall socket was checked but the alarm would not clear. The emergency drive was used and the device was replaced. No consequences to the patient were reported. (B)(4).

Manufacturer narrative:
The service technician was unable to reproduce the issue. The complaint could not be confirmed.

Event description:
(B)(4).